Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented for a routine in-clinic follow-up, the device was post-paced t-wave oversensing via review of egm. The device was reprogrammed and non-invasive program stimulation was performed. The patient is stable.